Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector locking nut was broken on electrode belt sn (B)(4). The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Upon eval of electrode belt sn (B)(4) has been completed. Upon eval the trunk cable connector pins were bent, which prevented the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified, but the damage likely resulted from the electrode belt being connected to a monitor with excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.